Manufacturer narrative:
Updated sections: concomitant medical products, date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative. Internal complaint number: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The connector was taped to the side of the endoscope. The connector was removed. There were no visual defects observed. A mechanical evaluation was conducted. The connector was attached to the endoscope with no difficulty. The connector was then removed from the endoscope with no difficulty. Based on the returned condition of the device, and the results of the investigation, the reported failure "connection issue" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,bom 7mm extended length endoscope is damaged can't get connector off, it's stuck on post. There's a piece on the light post. No patient involvement.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,bom 7mm extended length endoscope is damaged can't get connector off, it's stuck on post. There's a piece on the light post. No patient involvement.